Event description:
It was reported that the patient experienced an instrinsic rate of 45 beats per minute. The pulse generator exhibited backup operation and no output. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at elective replacement indicator (eri) due to normal battery depletion. After downloading the product code, normal function ensued.